Event description:
The customer reported that the system would not boot up. There is no report of patient injury or death.

Manufacturer narrative:
A ge representative evaluated the system and reseated the on/off switch connector, and cleaned the system and removed lint from the workstation. The system operates and intended.